Event description:
Manufacturing representative (rep) called with the patient present in the clinic regarding their recharger. Rep states the patient's recharger cord is warming up and the controller cannot find the device. Rep is starting a passive recharge and getting a high number of 12, but the number doesn't change when the antenna is moved away from the patient'sbody. An email was sent to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.